Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (error code b30) was not confirmed or duplicated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely an error code b30 appeared due to a failure of the imaging unit, a board inside the scope connector, or a problem on the system side. However, a definitive root cause could not be determined. In addition, service found defects of the bending tube, the adhesive on the bending section cover was chipped, and the universal cord was difficult to be removed. Scratches were observed on the bending section cover, the up down plate, the right left plate, the switch button #1, the video cable, the video connector, the light guide connector, surface of the light guide cover glass, and the video connector case due to external factors. Per the legal manufacturer, these other device issues found by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the subject device was displaying an error code b30 (scope communication error). There was no patient/user harm or injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the user facility and to provide additional information regarding the evaluation of the device. During inspection and testing of the returned device, the blade of the bending tube was found to be broken due to external factors, there were scratches on the control section due to external factors, and there were stains on the universal cord that were difficult to remove. Per the legal manufacturer, these other issues have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Event description:
Additional information was received from the user facility: the reported issue (b30 error message - scope communication error) was discovered during a pre-use inspection of the device. The intended procedure was not impacted.